Event description:
It was reported that this right ventricular lead exhibited failure to capture due to a perforation as noted through echography. It was also noted that the patient experienced a pericardial effusion. This lead was explanted and successfully replaced. This lead is not expected for return. No additional adverse patient effects were reported.